Event description:
Boston scientific received info that this right ventricular (rv) lead was exhibiting loss of capture at the 3 week f/u appointment. The pre-procedure pt check revealed the pt was in complete heart block with a ventricular rate of 38 bpm. There was no capture in the rv and no intrinsic r waves were able to be sensed. Fluoroscopy confirmed the rv lead had pulled back and the helix was still extended. The physician placed a stylet down the lead and retracted the screw. In an attempt to repositioned the lead, it went out into a lateral branch of the coronary sinus (cs). The physician decided to leave the lead in that position because he felt the pt would benefit from lv pacing. The sales rep advised that this rv lead was not designed for cs placement. The physician insisted on testing the lead in that positioned. All lead measurements were within normal limits and the physician decided the position was optimal. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. The implant date was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.